Event description:
A customer called beckman coulter regarding a falsely low bhcg result on a pt. In 2004, the customer tested a patient serum sample from the emergency room (ER) for total bhcg and diluted hcg. The total bhcg result was 0.09 miu/ml. The diluted bhcg result was 1000 miu/ml. The customer did not provide the pt's diagnosis. The physician questioned the result since the ultrasound showed evidence of a fetus. The lab retested the original pt serum sample for total bhcg and diluted hcg. The total bhcg result was >1000 miu/ml. The diluted bhcg result result was 72,715 uiu/ml. There has been no change to pt treatment that can be attributed to this event.